Event description:
K-wire broke off when trying to remove from bone. Provider choose to leave in bone, would cause more harm to try to remove than leaving in place. Provider states he's brought this issue to the manufacture of the product with no resolution.